Manufacturer narrative:
On (B)(4) 2013, a careguard pad and pump that shuts itself down was determined to be reportable.

Event description:
It was reported that the careguard pad and pump shuts itself down.